Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. With all the available information, bsc is unable to conclude the root cause of the incident. This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that at a regular follow-up appointment, it was noted that a lead safety switch (lss) had occurred due to out of range impedance from a competitor's right ventricular (rv) lead. Additionally, loss of capture (loc) was noted from the rv lead. The physician alleged the rv lead had fractured and elected to surgically explant and replace the lead to resolve the event. This device remains implanted and in-service. The patient was stable with no additional adverse consequences.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that at a regular follow-up appointment, it was noted that a lead safety switch (lss) had occurred due to out of range impedance from a competitor's right ventricular (rv) lead. Additionally, loss of capture (loc) was noted from the rv lead. The physician alleged the rv lead had fractured and elected to surgically explant and replace the lead to resolve the event. This device remains implanted and in-service. The patient was stable with no additional adverse consequences.